Manufacturer narrative:
The pump remains in use supporting the patient; however the replaced portion of the percutaneous lead (driveline) and the two exchanged system controllers were returned for evaluation. Review of the retrieved and submitted log files confirmed the reported driveline fault alarms. The reported pump stoppages when reviewing the system controllers history were determined to be related to the patient exchanging their system controller. The log files captured that the system controllers operated the pump at the set speed during the driveline fault alarms and throughout the log files. Both returned system controllers were functionally tested and no driveline fault alarms or pump stops were reproduced during the investigation. Approximately 15.5 inches of the external portion/distal end of the driveline was returned for evaluation. Initial electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the outer layers of the returned portion of the driveline, the underlying wires were visually inspected. The black, yellow, and green wires were slightly kinked adjacent to the metal connector, but further electrical continuity testing was unable to induce an open circuit in these wires. Hipot testing of the returned portion of the driveline did not identify any breaches in the wire insulation. Microscopic inspection did not identify any areas of damaged inner conductors or compromised wire insulation. The driveline operated a test pump on a mock circulatory loop using the returned system controllers and the reported alarms were unable to be reproduced. The patient remains ongoing on the pump with no further driveline related issues since the external driveline repair. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) #(B)(4). Approximate age of device ¿ 1 year and 6 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a yellow wrench/driveline fault advisory was produced by the system controller. The patient exchanged the system controller; however, a driveline fault alarm occurred on (B)(6) 2017 on new system controller. The patient changed the system controller for a newly provided backup system controller. System controller interrogation revealed pump stoppages and driveline fault alarms. The patient was asymptomatic. It was reported that another driveline fault alarm occurred on (B)(6) 2017, and that the patient exchanged system controller. System controller interrogation revealed pump off, low flow, and driveline fault advisories. The manufacturer¿s technical services representative performed a driveline evaluation, and continuity testing did not reveal any broken wires. A percutaneous lead (driveline) replacement on (B)(6) 2017. The patient was asymptomatic. No additional information was provided.